Event description:
It was reported that the patient experienced ventricular fibrillation (vf) and presented for defibrillation threshold (dft) testing. During the test, the implantable cardioverter defibrillator (ICD) initially delivered shocks, with three shocks restoring the patient to sinus rhythm during the first dft. During the second dft, two shocks were delivered. During the third dft, the device failed to deliver therapy and external defibrillation was provided. It was noted that the ICD exhibited loss of defibrillation therapy, premature battery depletion, loss of low voltage output/pacing, and could not be reinterrogated due to loss of connection. The ICD was explanted and replaced. The patient was in stable condition.